Event description:
Boston scientific received information that during the implant procedure of a subcutaneous implantable cardioverter defibrillator (s-ICD) system the patient experienced a pneumothorax while the pocket was being made. Reportedly the patient had approximately 1 to 1.5 cm of subcutaneous fat and the pocket incision was made down to the muscular fascia. Cautery was used on a small arterial bleed, followed by antibiotic solution in the pocket. Air bubbles were noted on expiration in the anterior-superior aspect of the pocket. A chest tube was placed and the procedure was abandoned. No device products were ever removed from the packaging. The following day the chest tube was removed, and the patient was discharged two days after the incident. No additional adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
--

Manufacturer narrative:
As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.